Event description:
Laproscopic endo gia would not open up jaws to release tissue and could not be removed. Representative from company was called but unable to offer advice. Endo gia universal, endo gia roticulator 45.2.0.